Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity coronary drug eluting stent was attempted to be used to treat a severely calcified lesion. The device was inspected prior to use with no issues noted. It was reported that stent dislodgement occurred during delivery of the device to the lesion. The dislodged stent was not removed, it was crushed with another stent. No further patient injury reported.

Manufacturer narrative:
Additional information: the lesion was in the left anterior descending artery (lad). The 1.5 mm and 2.25 mm balloons used to pre-dilate the lesion were non medtronic devices. Annex d codes added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: one resolute integrity coronary drug eluting stent was attempted to be used to treat a severely calcified lesion with little tortuosity in the proximal and middle iva. The lesion was pre-dilated with a 1.5 and then a 2.25 balloon. The device did not pass through a previously deployed stent. Resistance was noted when advancing the device due to the severe calcification but excessive force was not used to pass the stent which remained proximal to the lesion to be dilated. A small amount of resistance was felt on withdrawal of the stent at the level of the non mdt guide catheter. The stent balloon disarticulation was barely 30% so that the stent could be partially deployed then gradually dilated with larger balloons and the procedure was successfully completed by going through the stent. When removing the balloon either the end of the stent remained stuck in the lesion to be dilated or a proximal mesh rose and prevented the stent from coming out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.